Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 03-jul-2024 to ensure the customer's condition had improved - able to establish contact with customer's husband - per husband the customer was admitted to the hospital on (B)(6) 2024 as a result of high blood pressure. Customer's blood sugar was still low, but husband stated she has pain in her back that contributed to the high blood pressure. Note 2: manufacturer contacted customer in a follow-up call on 08-jul-2024 to ensure the customer's condition had improved - able to establish contact with customer's husband. Spouse answered and states customer is still admitted in the hospital no eta as to when she will be released. Customer has not been able to use the replacement as yet spouse request to give them a few days and call back note 3: manufacturer contacted customer in a follow-up call on 08-jul-2024 to ensure the customer's condition had improved - able to establish contact with customer's husband. Spoke with spouse states customer is still admitted due to issues not related to diabetes. He is not sure when she will be released and still has not received the meter his request for his from in CT as he requested the to have his mail forwarded to them in florida. He will call us once she is out of the hospital if he needs further assistance

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 54 mg/dl. The customer¿s expected am fasting blood glucose test result is (B)(6) mg/dl. The customer reported symptoms of tiredness and low energy. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of (B)(6) mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/25/2025 and open vial date is 06/30/2024. The meter memory was reviewed for previous test result history (time not set): result 1 :(B)(6) mg/dl date:(B)(6) 2024 time: 10:00am fasting am. Result 2: (B)(6) mg/dl date:(B)(6) 2024 time: 11:37pm fasting am. Result 3: (B)(6) mg/dl date:(B)(6) 2024 time: 4:31pm fasting pm.